Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2015 with the following findings: call service 064 alarms were observed in the black box and alarm history. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no alarms occurring. Unrelated to the initial allegation, the battery compartment was cracked along the side of the pump.